Manufacturer narrative:
Correction: the correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no".

Event description:
New information noted that the patient presented for a follow-up in hospital. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited under-sensing and post-sensed t-wave over-sensing. No intervention was performed. The icm remained implanted.